Event description:
Customer contacted saalt through instagram direct message on (B)(6) 2021 at 9:20 pm asking for help with removal - claiming that their cup was stuck. On (B)(6) 2021 saalt directed the customer to email sayhey@saalt.com for removal tips. Customer emailed for removal tips and saalt provided a removal video and additional written tips (as well as a support phone number). Customer text the support phone line at 5:00 pm on (B)(6) 2021 stating that they had chosen to seek medical assistance to have their cup removed because they claimed that they could not remove it alone. The customer also emailed saalt. Saalt responded to their email and asked for details about their cup including the lot number and where they purchased their cup. Saalt also requested their address, date of birth, phone number, and more information about the incident. Customer responded on (B)(6) 2021 and provided the information saalt requested. The customer said that two doctors worked together to remove the cup and both agreed it was difficult and said it had a "very strong seal." She said one doctor said the cup was positioned around her cervix. They said the cup had been inserted for 18 hours prior to having it removed by the doctor. Saalt sent a pair of replacement saalt wear period underwear. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.